Event description:
The customer reported that a motor error alarm was received on the insulin pump. The customer's blood glucose was 158 mg/dl. The customer does use the sensor feature and it was advise that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.